Event description:
It was reported that this pacemaker recorded atrial tachy response (atr) episodes due to far-field oversensing. Technical services provided programming recommendations. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.